Manufacturer narrative:
The device has ben received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device would not engage with the burr override. The device was being used during a knee surgery. There was no patient or user injury, medical intervention reported. It is unknown if delay occurred. There was no additional information provided.